Event description:
An impella cp device was inserted into the left femoral artery in a 75-year-old female patient with a past medical history of coronary artery disease, diabetes, renal insufficiency, and dialysis. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending artery (lad), left main (lm), and left circumflex arteries. One perclose was placed upfront. A 14 fr x 25 cm sheath was chosen due to anatomy. The sheath was occlusive in the common femoral artery (cfa) after insertion. The physician was aware and continued with the procedure as planned. No issues noted for about two hours, but then the patient began to complain of leg pain. The sheath was removed at the end of the procedure, preclose tightened, and an angiogram showed distal flow. A femstop was placed and protamine given, which resolved the leg pain. The patient was able to feel stimuli on foot, pulses were present, and able to move foot freely. Femstop left in place and the patient was sent to the intensive care unit (ICU) for recovery. No hematoma or bleeding noted. The post-procedure outcome is survived at explant. Limb ischemia can be attributed to the large-bore sheath inserted which became occlusive to the vessel.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.